Manufacturer narrative:
The customer¿s report that the primary tubing set leaked was confirmed. The separation was observed at the engagement between the tubing and inlet of the second smartsite component. Further inspection of the separated tubing end observed areas with slight solvent traces and no solvent traces. Dimensional analysis of the separated tubing noted it was within specification. The root cause of the separation is due to insufficient solvent related to improper assembly due to equipment and/or operator error. Device history record for set model 2426-0500 lot 20013127 shows the set was manufactured on 22jan2020 with a total of (B)(4) units built. There were no quality notifications issued during the production build of this set.

Event description:
It was reported from the drug development unit that the primary tubing set leaked when the nurse administered the pre-medication, benadryl 50mg/ns 50ml infusing at a rate of 275ml/hr with a volume to be infused of 55ml for a duration of 20 minutes. Later, the tubing set leaked again and upon observation it was found to be separated. The patient experienced an adverse reaction to the study drug and it was thought that it was because the patient did not receive the full benadryl pre-medication dose due to the leak. Due to this event, the study drug had to be administered over 4 hours instead of the planned 2 hours. All future study drug doses will have to be infused over 4 hours each time for this patient based on the adverse reaction to the study drug.

Manufacturer narrative:
Concomitant medical products: 50ml baxter bag, lot: p395145, exp: jan21, 0.9% sodium chloride injection; non-bd 10ml syringe. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from the drug development unit that the primary tubing set leaked when the nurse administered the pre-medication, benadryl 50mg/ns 50ml infusing at a rate of 275ml/hr with a volume to be infused of 55ml for a duration of 20 minutes. Later, the tubing set leaked again and upon observation it was found to be separated. The patient experienced an adverse reaction to the study drug and it was thought that it was because the patient did not receive the full benadryl pre-medication dose due to the leak. Due to this event, the study drug had to be administered over 4 hours instead of the planned 2 hours. All future study drug doses will have to be infused over 4 hours each time for this patient based on the adverse reaction to the study drug.